Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor shaft and the bottom of the drive shaft were both grinded down which caused the drive shaft not to rotate which was caused by heavy corrosion and deterioration of the plastic shim. It was determined that the device showed signs of damage indicative of damage caused by immersion during cleaning which was failure to follow directions for use. This was further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device would not spin the burr device. The reporter stated that all other motor devices worked correctly. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.